Event description:
It was reported that during the procedure in the concentric, mildly tortuous, non-calcified proximal to mid right coronary artery, a 3.5x18 rx xience prime stent was deployed at 8 atmospheres for treatment of a 90% de novo lesion. An attempt was made to re-inflate the balloon in the proximal segment of the stent as standard procedure (post dilatation) and the balloon ruptured at 12 atmospheres. The stent system was withdrawn from the anatomy with the stent expanded sufficiently. The procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.